Event description:
It was reported that after a heel trauma surgery on (B)(6) 2021 with vlp mini mod implants, during control x-ray on (B)(6) 2022 it was found that the plate broke. The computer tomography confirmed this. It is unknown how this was addressed and the patient current status.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports approximately six-week post heel surgery during control, the translated x-ray report provided dated (B)(6) 2022, revealed the patient¿s plate was broken. In addition to, a translated CT report dated (B)(6) 2022, that confirmed the breakage of the plate. As well as, the bill for the products purchased was provided for review. However, without the requested clinical information a thorough medical investigation cannot be rendered nor could the clinical root of the reported plate breakage be determined. Since it has not been reported how this issue was resolved, the impact to the patient beyond that which has been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, excessive forces applied to the implant or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.